Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced rash around sensor patch adhesion site. Patient sought medical intervention from physician. Physician referred patient to a dermatologist. Dermatologist recommended an ointment. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient's mother reported patient has healed.

Manufacturer narrative:
(B)(4).